Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). UDI#: (B)(4).this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that in the last week a couple times the pts controller would not come on, when charging the implant the controller would go completely blank and usually resetting the controller turned the controller on but this morning the controller would not turn on. Pt noted that normally when they could get the screen on the screen was distorted but as of this morning the pt could not use their controller, pt had reset the controller and plugged the controller into the recharger (rtm) or ac power supply but the controller would not come on. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. Pt verified the ac power supply had a green light and there was no damage to the cord. Pt verified there was no damage to the controller charging port. Pt put 2 aa batteries into the controller and the controllerturned back on. Pt then plugged the controller into the ac power supply without any battery inserted and the controller turned on. Pt put the controller battery back into the controller and the controller had green solid light. When pt pressed to unlock the controller the controller was unresponsive. The issue was not resolved. Additional information was received. It was reported pt called back and stated they met with their healthcare provider (hcp) and mdt rep and was told they need a replacement battery pack. Pt stated they received a replacement controller and was adamant about receiving a battery pack. Ps attempted to clarify if pt was still having issues with their external equipment and pt did not say that there was still an ongoing issue and said that they were able to charge their implant to 100%. Pt said they were frustrated and was told by their hcp and mdt rep that they need a replacement battery pack. Pt stated their hcp and mdt rep said if we don't send them a battery pack they will be calling themselves. During the call, ps walked pt through a reset and pt was able to initiate a recharge session and confirmed recharging excellent. Pt was able to charge their ins to 100% and nothing appeared to be malfunctioning.